Manufacturer narrative:
Added add'l info, device was not returned for evaluation.

Event description:
During a lung transplant the ez35 was positioned around the pulmonary artery. The instrument cut and partially stapled. A clamp was used to clamp the vessel and sutured closed. This was not the first firing. There was no consequence to the pt.